Manufacturer narrative:
Based on the available information, the device will not be returned. Therefore, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "the patient had a successful implantation of the plate on (B)(6) 2026, came for a follow up appointment on (B)(6) 2026. The patient still had the cast and boot in situ, on x-ray the consultant observed that the plate was broken inside the patient. Patient is stable without pain and will be monitored."